Event description:
It was reported that during an atrial fibrillation ablation procedure, while performing transseptal puncture, a perforation of the right chamber of the heart occurred. A brk needle was advanced through a sl1 sheath when it perforated the right chamber of the heart. An intracardiac echocardiogram and ultrasound were performed which confirmed no pericardial effusion was noted. The transseptal puncture was repeated with the same needle and was aided by the use of transesophageal echocardiography. The procedure was completed successfully and there were no further consequences to the pt. Pt status post procedure is listed as good.

Manufacturer narrative:
One brk needle with stylet was received for eval. The entire length of the needle and stylet were bowed; which was most-likely caused as a result of a return shipping box that was too small for the needle. Microscopic examination of the distal end of the needle revealed no burrs or damaged area. A similar brk needle was obtained from current inventory. Side by side comparison revealed no tip differences, the angle and cutting edge of the tip was consistent with the obtained sample. Review of the device history records confirmed this lot met mfg requirements prior to shipment. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.